Manufacturer narrative:
The investigation for the console (aic) controller failure-red alarm has been completed. Data logs were reviewed which confirm that purge pressure sensor defective alarm was issued. The console was returned for evaluation. The purge sensor defective alarm controller error was reproduced on initial boot up of the console in the lab. Inspection of the power of the purge pressure sensor revealed one of the voltages to be much lower than expected. When a known a good purge pressure sensor was swapped in. The failure resolved. The console's imc logs as well as reproducibility confirm that purge pressure sensor defective alarm was issued as a failure mode. The root cause of the alarm was the defective purge pressure sensor.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella aic (automated impella controller) had a controller failure error. The error occurred multiple times but resolved itself. It was further reported seeing high purge pressure error as well. The aic was exchanged.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.